Manufacturer narrative:
(B)(4). The device remains implanted and no other adverse events have been reported. This product issue will be updated if additional information is received.

Event description:
Boston scientific received information that this patient was feeling her heart rate increase quickly when she gets up. The caller was inquiring about programming options for this device. No adverse patient effects were reported.